Event description:
The customer reported that a phlebotomist had a needle stick with a dirty needle when trying to recap the needle post-procedure. The patient she was performing a therapeutic whole blood collection on has been diagnosed with (B)(6). The phlebotomist was trying to recap the needle using a two-handed technique. The disposable set is not available for return for evaluation. This report is being filed due to device malfunction (in the form of operator error) that would likely cause or contribute to a death or injury if this same failure were to recur.

Manufacturer narrative:
(B)(4). Investigation: the disposable set was not available for evaluation. Retention samples were examined for this lot. No abnormalities were observed in the phlebotomy needle. Manufacturing, testing and inspection records were reviewed. No abnormalities were noted in the records that would have contributed to the needle stick that the customer experienced. No other similar complaints have been received in relation to this incident. Per the customer, this was the phlebotomist's second exposure this year due to not following standard precautions. Root cause: because no abnormalities were observed in the retention samples or product records, and based on the discussion with the customer, the root cause is determined to be due to operator error in use of the device.